Event description:
It was reported that the patient has passed away. No date or reason for death was given. He had been hospitalized for a couple of months prior. No additional relevant information has been received to date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovaemployees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Information was received that the patient had concurrent illness at time of death of cerebral palsy, small bowel obstruction, garrett's esophagus, septic shock r/t intraabdominal infection r/t colectomy. Believed cause of death was noted as sequelae of septic shock following small bowel obstruction / total colectomy. Believed relationship to vns is not related.